Event description:
Pt was admitted 10/18/94 and died of aml on 11/30/94. He had negative blood cultures but positive urine and catheter site cultures. Date of event 10/18/94 - 11/30/94. Abstact attached.